Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty strip vial was returned.

Event description:
It was reported the patient received the following results within 10 minutes: 245 mg/dl (system 1), 199 mg/dl (system 1), and 120 mg/dl (system 2). The same test strip lot number was used for both meters and results.